Event description:
The customer obtained a non- reproducible, unexpected, vitros amon quality control result (127.7 vs. An expected result = 172.0 mol/l) from a single qc lpv f2093 fluid using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, unexpected, vitros amon quality control result was obtained from a single qc lpv f2093 fluid on a vitros 5600 integrated system. The customer performed routine maintenance procedures on the microslide incubator subsystem of the analyzer. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination. There was no evidence that a reagent related issue contributed to the event. Internal investigation is ongoing.